Event description:
Related manufacturer reference number: 2017865-2022-50372. It was reported the patient presented with a pocket swollen with hematoma and necrotic tissue on the surface. The physician suspected an infection was the cause. The entire implantable cardioverter defibrillator (ICD) system was explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.